Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress such as dropping / knocking. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the adhesive on the bending section cover rubber was detached, the adhesive around objective lens had wear, and there was a chip in the adhesive area between the acoustic lens and the ultrasound probe. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrovideoscope distorts the image and streaks can be seen in the ultrasound image. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the acoustic lens had a scratch which reached to the glue-layer, and there was a deep cut/lifting part on the probe unit that reached to the hard part under the pink probe coating. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.